Event description:
It was reported that a patient underwent an elective crt-d implant procedure on (B)(6) 2011 and suture was used. During deep closure of wound, the needle detached on first pass and was lost in the patient's tissue. Further dissection down along with fluoroscopy was used to locate the needle which was then removed.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. User error caused the event. The evidence of this examination indicates the needle detachment occurred when the needle was gripped at the attaching area during use. The device information for use cautions the user to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined and met specification.